Event description:
It was reported that the physician was unable to place the lead in the apex due to a distal curve. The lead was not implanted and was replaced.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.